Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63mm diameter and 103mm in length abdominal aortic aneurysm. The proximal neck was 25 mm in diameter and 26 mm in length. The left common iliac artery was 14.1 mm in diameter and the right common iliac artery was 12 mm in diameter. The right external iliac artery measured 6 mm in diameter and the left external iliac artery measured 7 mm in diameter. The right internal iliac artery measured 9.3 mm in diameter and the left internal iliac artery measured 9.4 mm in diameter. It was reported that the final angiography showed type ia endoleak. A type IV endoleak, blush was also noted. Touch-up was done; however, a second angiogram showed that it had not resolved. The endoleak had reduced so the patient will be monitored by the physician. It was reported that approximately one month post index procedure that the patient had a limb occlusion in both legs and mural thrombus was confirmed inside the main body. Calcification was confirmed at both sides of bifurcated site. The patient was treated with pta. The patient was stable post procedure. The patient will be monitored by their physician. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Small distal aorta and tapered and calcified iliac arteries. Cause of event is unknown. 16x16 limb was implanted into the 9mm distal right common iliac. Conclusion: stent graft occlusion. Small distal aorta and tapered and calcified iliac arteries. Cause of event is unknown. 16x16 limb was implanted into the 9mm distal right common iliac.